Event description:
Imagining table makes an unrequested motion causing the pt to collide with the scanning unit. During the vantage-pro pre scan, a pt touched the camera head causing an error. The camera was placed in manual override, pt was moved away from the camera detector, and the error was cleared. At that time the table made an unrequested motion up causing the pt's arm to be pinched in the gantry. Pt's arm was reddened and bruised. First aid only.